Event description:
The customer contact reported the device did not deliver. In 2008, the device was programmed in the continuous mode to delivery 256ml of an unspecified concentration of 5fu, for a duration of 24 hours, and the delivery was started. No further programming parameters were provided. In the next day at an unspecified time, the homecare pt returned to the user facility and the nurse noted that the device display indicated that the delivery was complete; however, the container was full. The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device pass testing at the sur facility and was returned to clinical service.